Manufacturer narrative:
Trackwise#: (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Summary: the hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 silicone separated from jaw during harvest. Power setting at 2.5. There were no components of the device (metal / silicone) that detached into the harvesting tunnel / inside the patient. No added incisions or time. Opened new kit to finish case. No patient harm. Per the photo, it shows that the silicone is separated from the heater wire.

Event description:
N/a

Manufacturer narrative:
Trackwise # (B)(4). Updated section: b4, g3, g6, h2, h3, h6, h11. The device was returned to the factory for evaluation on 01/06/2025. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The silicone insulation was observed to be peeled back, exposing the metal jaw. No other visual defects were observed in the photograph. Investigation pending. An investigation was conducted on 02/17/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with no detachment at the tip of the hot jaw due to normal clinical use. The clear silicone insulation on the hot jaw was observed to be intact with no visual defects observed. The clear silicone insulation on the cold jaw was observed to be peeled back, exposing the cold metal tip of the jaw. No other visual defects were observed. Based on the photographic evaluation as well as the evaluation results, the reported failure "peeled; delaminated; jaw" was confirmed. The lot # 3000436456 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.